Manufacturer narrative:
. Summary of event: as reported, during an unspecified procedure involving treatment of stenosis in the internal iliac artery, a flexor ansel guiding sheath was difficult to remove from the patient. Contralateral access was obtained in the right femoral artery. The access site was not scarred; however, the anatomy was tortuous and the bifurcation angle was acute. Resistance was encountered upon both insertion and removal of the sheath. An unspecified 0.035-inch wire was used. A cxi catheter was inserted into the sheath and reportedly became stuck, although it was removed from the sheath and the procedure was "redone". Upon removal of the sheath, it was difficult to remove and had developed a sharp kink. It is unknown if the dilator was reinserted prior to sheath removal. The physician manually removed the sheath by pulling hard on the device. Another manufacturer's device was used to complete the procedure without any problems. There were no adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Cook also reviewed the device instructions for use (IFU). It warns, ¿remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient's anatomy and an adverse event related to the procedure contributed to this incident. The patient's anatomy was tortuous, and the bifurcation angle was acute. Resistance was encountered during both insertion and removal of the sheath, and during removal the sheath developed a sharp kink. It is unknown if the dilator was reinserted due to the resistance upon withdrawal as per the IFU. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = phone: +(B)(6) postal code: (B)(6) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure involving treatment of stenosis in the internal iliac artery, a flexor ansel guiding sheath was difficult to remove from the patient. Contralateral access was obtained in the right femoral artery. The access site was not scarred; however, the anatomy was tortuous and the bifurcation angle was acute. Resistance was encountered upon both insertion and removal of the sheath. An unspecified 0.035-inch wire was used. A cxi catheter was inserted into the sheath and reportedly became stuck, although it was removed from the sheath and the procedure was "redone". Upon removal of the sheath, it was difficult to remove and had developed a sharp kink. It is unknown if the dilator was reinserted prior to sheath removal. The physician manually removed the sheath by pulling hard on the device. Another manufacturer's device was used to complete the procedure without any problems. There were no adverse effects to the patient.